Manufacturer narrative:
H3: there is no device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2019 . The patient underwent a revision of the femur and poly on (B)(6) 2023 ; reason not reported. The event is not related to the breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.